Manufacturer narrative:
Approximate age of device - 3 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was hospitalized with an elevated lactate dehydrogenase (ldh) in the 600's u/l and discharged on (B)(6) 2018 after their ldh stabilized (baseline around 300's u/l) after being on integrillin infusion. Echo and CT scan performed and did not reveal any thrombus formation. No other device issues seen. Patient is taking persantine 100mg tid and is now on integrillin and heparin. Persantine discontinued. Patient remains ongoing on lvad.

Manufacturer narrative:
The pump remained implanted supporting the patient until (B)(6) 2018 when a heart from a donor became available and a routine transplant was performed. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.